Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was kinked and bent. A replacement usb cable was sent to the customer by tandem technical support. There was no reported adverse impact to the customer¿s blood glucose. Multiple attempts were made by tandem technical support to ensure the usb cable was received; however, the customer did not respond.